Event description:
New information received notes that multiple interrogation attempts were tried. The issue was resolved by restarted the programmer and re-interrogated. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an error message was observed on the device.